Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The pump was started outside the body, then inserted prior to consulting the field team. During use, the pump had less than optimal flows. However, the procedure was completed with the impella pump, and there was no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the low pump flow could not be determined. This report is being filed as part of a retrospective review of historical records.